Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a no delivery alarm during the fill tubing sequence. The customer also reported a past hospitalization due to no delivery alarms. The customer's blood glucose level was 134 mg/dl. The customer tried to push insulin through the tubing but insulin did not exit. The customer was informed that the alarm was caused by a set or reservoir connection. The customer's products were replaced and returned.